Manufacturer narrative:
(B)(4). The lot was manufactured from april 12, 2014 to april 15, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed and noted fluid inside the package containing the sample, indicating a leak occurred. The cause of the leak inside the package was determined to be from a broken distal luer lock. The reported issue was verified through evaluation. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume multirate infusor leaked from an unknown location. This was noted after filling of the device with haloperidol 10mg, metamizol-na (1h2o) 20000mg, morphin-sulfate (5h2o) 360mg in 96ml of nacl 0.9% solution. There was no patient involvement. No additional information is available.